Manufacturer narrative:
An attempt was made to use a resolute onyx drug eluting stent. A lesion in the right coronary artery (rca) exhibited moderate tortuosity and severe calcification. No issues were noted with the device packaging. The device was inspected with no issues noted. The device was prepped with no issues noted. The lesion was not pre-dilated. Usually inflation devices are kept on neutral during stent delivery at the account. No resistance noted advancing the device to the lesion and no excessive force used. The device did not pass any previously deployed stent. Wires were placed in the left main and rca. Resolute onyx stents were on the wires in the arteries as placeholders in case the vessels needed to be stented after deployment of a non-medtronic valve during tavr. There was a concern about the ostiums closing. After the valve was deployed, an attempt was made to remove the first stent device from the lm undeployed. It was reported that stent dislodgement occurred. When the stent delivery system was removed, the stent was not on it. The stent wa s seen undeployed in the internal sfa. It was decided to leave the stent where it was. The stent was not removed. Then it was decided to deploy the rca stent. The sds of the rca stent was removed without incident. No patient injury reported. It was reported that the patient did well. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute onyx drug eluting stent to treat a lesion in the right coronary artery (rca). The lesion exhibited moderate tortuosity and severe calcification. The lesion was not pre-dilated. The device was inspected with no issues noted. No resistance noted advancing the device to the lesion and no excessive force used. The device did not pass any previously deployed stent. The resolute onyx was placed in the rca prior to deployment of a non-medtronic valve during tavr. It was reported that stent dislodgement occurred, the stent was attempted to be removed undeployed after the valve was deployed. The stent was not removed. No patient injury reported.